Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the inside packaging of an intraocular lens (iol) was received opened and not sterile. Reportedly, the outer packaging was sterile. No patient contact reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation in the original packaging. Visual inspection revealed that the outer pouch was not present. The inner pouch was opened and the lens case, without the lens, was opened. The lens was found inside the carton. Considering the condition of the returned items there was no indication that the reported issue was related to lens design or manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the customer's reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.